Event description:
An ophthalmologist reported performing an intraocular lens exchange for a pt that complained of visual disturbances following cataract surgery. The pt complained of seeing rays/splinters of light and double headlights when driving at night.

Event description:
Add'l info provided for this event indicates that the intraocular lens exchange has alleviated the reported visual disturbances.